Event description:
Reporter indicated that the surgeon implanted a ks-ain aq310ain 23.5 on (B)(6) 2015. Reporter indicated that foreign matter (red fiber) was found on the patient's iris after implantation. The lens remains implanted. No patient injury reported.

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Pt age and weight: unk. Explant date: na. Device evaluated by the manufacturer? No. Lens remains implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Lens remains implanted.

Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review was performed - a review of the manufacturing process and the controls in place to inspect the lens and the preload injector indicates that it is highly unlikely that the product left staar surgical with foreign matter or debris. 100% inspection would have detected product with foreign matter or debris. After sterilization, release testing performed on the selected samples met the acceptance criteria. Hence, the manufacturing process is not the cause of the complaint on hand. Based on the DHR review and investigation conducted, no definite root cause for the complaint is determined. Conclusion - (no conclusion can be drawn) based on the complaint history, work order search, and device history record review, a specific root cause of the event could not be determined. (B)(4)